Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that nickel plating was peeled off at external paddle parts. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.